Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer was advised to ensure that the bronze filter and o2 (oxygen) sensor was correctly installed and was not loose or at an angle, and that the o2 (oxygen) sensor was not damaged as a result of overtightening. Lastly, the customer was advised to cycle power on and off at least ten times to see if the alarms returned. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the bellavista1000 us had an alarm 401 inspiration valve or device leaky post preventive maintenance. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
Device evaluation:g3,g6,h2,h3,h6,h10 result of investigation: vyaire medical was unable to confirm the issue; however, the customer was asked to confirm that the sinter bronze filter and o2 cell were properly seated, as well as to perform an inspiration valve test. The logs show that the inspiration valve test passes all of the steps and that alarm 401 is no longer triggered. Root cause of the failure was not determinable, as issue is no longer reproducible. Most likely leak due to not well applied sinter filter.